Event description:
It was reported that during a scheduled tracheostomy tube change the device was found broken from the flange to the tube area. No adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.